Event description:
It was reported that during a lead extraction procedure to remove non-functional pacemaker lead along with a defibrillator lead, the patient experienced a tear in the superior vena cava (svc) and innominate vein. Reportedly, the primary lead being extracted was in close proximity to a defibrillator lead. The physician successfully removed the pacing lead with the 16f glidelight device. The surgeon then used the 16f glidelight laser sheath to attempt extraction of the defibrillator lead. Progress was made to approximately 2 cm from the tip of the lead, when patient blood pressure dropped. An effusion was then discovered. A sternotomy was performed to successfully repair the tear in the vasculature. The patient required additional hospitalization because of the reported event.